Event description:
Patient had a grade I open tibia fracture which was irrigated and debrided and reduced in cast 2 weeks prior and was 100% displaced necessitating surgical intervention. While in the operating room, the popliteal support of the orthographic table broke, the fracture site was grossly angulated, as the leg fell, and this caused the fracture site to reopen in an unsterile environmentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.